Event description:
The device seemed to be working intermittently, so it was pulled from the patient. It didn't seem to cut properly so another device (lot number not available) was used and it worked fine. Patient did well through the procedure.